Event description:
It was reported to philips that the allura system lost c-arm rotation. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer was performing diagnosis procedure, and the procedure was completed by moving patient to different lab. Philips remote service engineer (rse) connected with the customer and confirmed that the system lost the c-arm rotation. Review of system log file shows poly-g2 ext2 failed and motorized movement unavailable. Upon troubleshooting, it was found that the spc7 power supply was defective. The customer replaced the spc7 power supply from the spare. After which, the system was returned to good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.